Event description:
A customer reported that unexpected negative results were obtained with the antibody screening assay for a patient sample containing an anti-e.

Manufacturer narrative:
A review of the image result files showed that upon repeat testing, the customers sample resulted as positive with the antibody screen and positive with only one e positive cell on the antibody identification assay. In-house testing confirmed the presence of the e antigen on retention product. The customers submitted sample resulted as positive with the antibody screening and identification assays. A product deficiency was not identified. The unexpected reactivity appears to be sample-related.